Event description:
During coil deployment into an aneurysm located in the left internal carotid artery (lica), the coil broke. A snare device was used to retrieve the coil. There was no reported clinical consequence to the patient.

Event description:
During coil deployment into an aneurysm located in the left internal carotid artery (lica), the coil broke. A snare device was used to retrieve the coil. There was no reported clinical consequence to the patient.

Manufacturer narrative:
Physical analysis could not be performed due to device disposal. A review of the device history record confirmed that the device met all material assembly and performance specifications. Additional information obtained indicated that the coil was inspected prior to use and no anomalies were identified. The coil was not soaked in saline before use. However, a comparable microcatheter was used to advance the coil and no friction was encountered during advancement. It¿s is unknown how tortuous the pathway of the catheter was and if the delivery wire was rotated before detachment. Therefore, based on review of the event description and additional information obtained, a root cause of operational context has been assigned to this event. Usage of device: updated field to reflect "initial".